Event description:
It was reported that the device indicated elective replacement (eri) early. During the device replacement procedure, a left ventricular lead was attempted, but not used because it dislodged after the sheath was removed. The physician elected to replace the device with a dual chamber device instead of a bi-ventricular device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product : 1782tc lead implanted (B)(6) 2007. (B)(4).